Event description:
Additional information received from the healthcare provider via the rep reported the explant occurred because the patient reportedly was being jolted occasionally. The device was returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va02hzc, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturers' representative (rep) reported that she got a large jolt. This occurred when the patient was changing programs. It was unknown what diagnostics/ troubleshooting was performed. The lead and implantable neurostimulator (ins) were removed. The issue resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable nuerostimulator ( serial number: (B)(4)) found the device functioned ok. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.